Event description:
Customer reported leakage of air from joint of code. Device was returned for repair. This is report 1 of 1 for complaint #(B)(4).

Manufacturer narrative:
Additional narrative: synthes is submitting this report as a result of remediation activities related to synthes service and repair files legacy review/remediation protocol-complaint handling and MDR reporting. Device listed in this report is used for treatment, not diagnosis. Any additional information received regarding this event after filing this report shall be filed on a supplemental MDR. (B)(6). During pre-repair assessment performed by a technician, functional testing was performed and revealed the there was an oil leak, the hose was worn, and the connection was loose. This was attributed to normal wear. The seals and hose were replaced. The device was repaired and returned to the customer on (B)(4) 2013.